Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer reported that several of her tampons came apart upon removal and tampon pieces remained inside of her. On one occasion after using a tampon, she noticed that bloody pieces of cotton were expelled several days after removing her tampon. She attempted to remove any remaining pieces on her own, but plans to visit a doctor to ensure there are no remaining pieces.